Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a 40 unit bolus when it should have calculated a 7.62 unit bolus. The maximum bolus was set for 10 units and the customer had 9.72 units "on board" (in their body) at the time of the event. The customer reported a blood glucose (bg) level of 348 (mg/dl); however, their bg levels were decreasing from a bolus delivered earlier. Tandem technical support requested that the customer upload their pump data for investigation of the event. Multiple unsuccessful follow up attempts were made to reach the customer; however, no additional information was provided.